Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 70% stenosis. The nc trek rx balloon was used and after deflation, the dilatation catheter got stuck with the guide wire during removal. The nc trek and guide wire were removed as a single unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.